Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of over 400 mg/dl. Customer stated that insulin pump alarmed for insulin flow blocked after changing the infusion set and insulin exited at quick release but insulin flow blocked alarm occurred again. Customer mentioned that infusion set had bent cannula. Customer declined troubleshooting for high blood glucose as customer said bent cannula made blood glucose high. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.